Event description:
While trying to set up the endoplege sinus catheter kit at the beginning of the case, we were unable to engage the sheath to the catheter to tighten or connect it. The threaded end acted like it was going on but would not tighten and the catheter was free to move back and forth. We had to open up another kit to use.